Event description:
Triathlon universal baseplate was implanted into the tibia. Correct size poly was attempted to implant without success. Second poly was opened and failed again. It was noticed that the anterior locking teeth of the baseplate seemed to be too long and not in specs. Baseplate was removed and a new baseplate of the same size was implanted. Cement had to be removed from tibia delaying to case. Second batch of cement had to be used.

Manufacturer narrative:
An event regarding assembly issue/appearance involving a triathlon baseplate was reported. The event was confirmed via evaluation of the returned device. Method & results: -product evaluation and results: visual inspection: visual inspection of the returned device indicated that the chamfer is not present on the anterior locking tabs. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that two poly inserts would not assemble into the baseplate during surgery. The surgeon observed that anterior locking teeth of the baseplate seemed to be too long and not in specs. Visual inspection of the returned device indicated that the chamfer is not present on the anterior locking tabs. A nc has been raised to address this issue.